Event description:
It was reported to st. Jude medical that the lead was explanted when the pt received inappropriate high voltage therapies due to myopotential oversensing during explant, the physician observed an insulation defect 2-3cm behind the trifurcation.